Event description:
It was reported that during a procedure, the asahi confianza guide wire was used and a dissection was noted. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi (B)(4): device investigation could not be performed since the device was not returned for our investigation. With the provided information, the relation between the reported dissection and the confianza guidewire could not be clarified. Though the lot history record could not be reviewed as no lot information was available, all the shipped products are inspected for meeting the release acceptance criteria, it is inferred that the guide wire of this subject was also free from defect. Warning section of instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise the guide wire may be damaged and/or vessel trauma may occur and coronary artery dissection as one of possible complications and adverse events.